Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a intraocular lens (iol) implant procedure, it was found that white powdered and peeled particle from cartridge. The same thing happened 3 times. Additional information has been requested.

Manufacturer narrative:
The used company cartridges were not returned for evaluation. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. The iols indicated were in the qualified diopter range. Information was provided that the surgeon used bss (balanced salt solution) instead of ovd (ophthalmic viscosurgical device) in the cartridge. The product investigation could not identify a root cause for the reported complaint. The company cartridge complaint product was not returned for evaluation. No determination can be made without physical evaluation of the complaint sample. A failure to follow the IFU was indicated. The surgeon used bss instead of ovd in the cartridge. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).